Event description:
Christensen total joint implants with pmma heads implanted bilaterally in 1997. No previous tmj implants. Experienced increased facial swelling and right side felt as if it were coming through ear. 2003 had surgery to clean scar tissue and remove right joint which had been broken for 8 months. Implant broke where the metal and pmma came together. Christensen implant still in on left side. Jaw opening is limited to 9mm opening and is experiencing swelling on the left side. Pain is incredible. Considering having left side removed, but health condition is very poor.